Event description:
It was reported that prior to ipg replacement, there was widespread high impedances on both left and right sides. During the replacement procedure, the impedance values showed further deterioration. The doctor visually inspected the distal end of the extension wires and observed that there was a fracture in the right extension. The doctor elected to replaced both extension wires as both sides showed persistent elevated impedance values. The impedance values resolved with the new extension wires. The patient did not report any issues or any increase or change in symptoms.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022; explant date (B)(6) 2024 brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the fracture was unknown. The physician was unable to determine if this was an existing condition or if it may have occurred during exposure at the time of surgery.